Event description:
It was reported that during a da vinci si mitral valve replacement procedure, the site experienced a black image in the left eye of the surgeon side console. With the assistance of an isi technical support engineer, the surgical staff reseated the camera cable; however, the vision issue was not resolved. At this time, the surgical staff made the decision to convert the planned procedure to traditional open surgical techniques to successfully complete the procedure. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) discovered that the vision issue experienced by the customer was associated with the camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the defective camera cable. The da vinci si surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of february 24, 2011, there have been no reported recurrences of the issue at this hospital.